Event description:
The customer was hospitalized for high bgs. Suggested the customer take a manual injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However the high-pressure test was not done due to the lack of a clamp. Suggested the customer call back to perform the high-pressure test when the clamp arrives. Explained to the customer two high bg rule.